Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as "did not clean the area before starting the pd", "did not wash their hands" and "did not wear mask". It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated for the event. It was reported that the patient was scheduled for discharge the following week. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was scheduled for retraining on the proper aseptic technique. No additional information is available.